Manufacturer narrative:
The lot number was provided for 2 out of 6 malfunctions, therefore, a lot history reviews were performed. The product catalog number for two malfunctions were updated to unknown snf. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the 6 malfunctions. Images are provided and reviewed for 2 out of 6 malfunctions. Therefore, the investigation for all the 6 reported malfunctions were confirmed for the alleged perforation of inferior vena cava. Based on the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicates that model 2120f vena cava filter allegedly filter perforated. The information was received from various source. All the six malfunctions were involved patients with no reported consequences. Of the reported patients, four male ages were ranged from 28 to 71 years old and two female ages were ranged from 59 to 61 years old. Weight of one patient is (B)(6) kgs; however, remaining patients weight were not provided.